Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l4-l5 fusion with instrumentation and rhbmp-2 in 2008. The patient initially did very well. Several months post-op, the patient noticed that he has lost 20 pounds. He developed myalgias and eventually a burning sensation in his mouth. An extensive evaluation was performed by his physicians. A gi biopsy showed non-specific inflammation. The patient lost hair, fingernails and toenails. In 2009 , the patient started a regimen of steroids (prednisone) which allowed him to resume normal activity. In the past few weeks, he has tapered off of prednisone, and all of the previous symptoms have returned: malaise/fatigue, flu-like symptoms, hair and nail loss. The patient reported that medical opinion from several consultants is that he is having a reaction to rhbmp-2/acs.